Event description:
The customer ran blood glucose tests on 2 contour meters and received readings of 450 and 132mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips were to be returned for evaluation. Replacement kit was sent to the customer.